Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned photo noted: the photo depicts the single use loading unit (sulu) with a malformed staple jammed in the pusher. The device was not received. A fully fired 4.8mm single-use loading unit (sulu) was received. A malformed staple was stuck in one of the pusher finger slots. The pusher underneath the stuck malformed staple was damaged. The loading unit was reloaded with staples. Since the clinical instrument was not received a pmv representative instrument was used for functional evaluation. The sulu was reloaded into the instrument and applied to test media. All the staples were formed with acceptable result. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur when the device is applied over thick tissue exceeding the recommended tissue range. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open rectum resection, after firing the device, the surgeon was not able to open the jaws. The surgeon pushed the black open button several times. Then the stapler opened, but there is a tissue that hung up at the reload. The surgeon removed the stapler carefully, however a little hole with 5-9mm in the rectum tissue was created by the staple, which was hanging on the reload. The hole, staple line and anastomosis were oversewed with suture. The procedure was extended approximately for 60 minutes.